Manufacturer narrative:
Device was received in backup vvi (bvvi) settings and output was lower than expected due to low battery level. Device image analysis showed that bvvi occurred due transient voltage fluctuations which occurred due to unknown code corruption. The original battery had depleted to normal eol level. Analysis performed after installing new battery and reloading the product code did not find any anomalies. The implant duration exceeded the projected longevity and considered normal battery depletion. Despite extensive testing backup condition could not be reproduced and the cause of code corruption could not be determined. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a generator change out procedure due to normal battery depletion. Prior to procedure upon interrogation, the device was found in backup mode. The device was explanted and replaced. The patient was asymptomatic before, during and after the procedure.

Manufacturer narrative:
Previously submitted initial MDR should have been (B)(6) 2020.